Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements, loss of capture, and did not deliver required pacing due to lead dislodgement. No asystole greater than two seconds was observed. Subsequently, the lead was repositioned successfully. This lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.